Event description:
In 2007, the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately high readings. Three days later, the technical service representative (tsr) spoke with the patient to obtain and verify information, however, the patient refused to speak with the tsr. For an unspecified time period, the patient noted she obtained fingerstick blood glucose readings on the reported meter that were high compared to her expected values. Three days before, at 6:52pm, the patient obtained the blood glucose reading of 17.1 mmol/l (308 mg/dl) on the reported meter. Following this reading, the patient administered self-care by taking an 'additional' eight units of actrapid insulin. The following day, at 12:30am, the patient was found unconscious. The patient's husband tested her at this time using the reported meter, and obtained a blood glucose reading of 2.0 mmol/l (36 mg/dl). The patient's husband treated her with 'grape sugar' dissolved in water. She did not seek medical attention. The same day, at 6:30am, the patient obtained the meter reading of 7.7 mmol/l (139 mg/dl). The patient takes actrapid insulin on a sliding scale, and tests her blood glucose level three times per day. The patient has a backup one touch ultra meter. It would have been helpful to determine for how long the patient had been obtaining higher than expected meter readings, her expected blood glucose values, her meter readings earlier on the day of the event, what meals and medications had been taken prior to the event, how much insulin was taken based on the 17.1 mmol/l reading, and if the patient ate any meals after this insulin dose. The customer service representative (csr) determined during the troubleshooting telephone call that the meter was set to the correct unit of measure. The meter was replaced. The patient allegedly took an increased dose of insulin based on an elevated meter reading, and later became unconscious. The patient received emergency treatment with food and/or drink. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.